Manufacturer narrative:
Our fe went to the site to check the unit and was told the actual date of the event at that time. The patient was grabbing the holding slot which is really more of just a place to rest the hand then a handle. The system is performing as intended. If the patient was unstable on her feet the site could have done the exposures from sitting position. Our unit is designed to be used a wheelchair or a specially designed mammography chair.

Event description:
Reported by mammography department manager, (B)(6). Patient had difficulty holding on to 'grooves' on dimensions system, lost her balance, fell and broke a hip during acquisition of tomo rcc acquisition.

Manufacturer narrative:
Our fe went to the site to check the unit and was told the actual date of the event at that time. The patient was grabbing the holding slot which is really more of just a place to rest the hand then a handle. The system is performing as intended. If the patient was unstable on her feet the site could have done the exposures from sitting position. Our unit is designed to be used a with a wheelchair or a specially designed mammography chair.

Event description:
Reported by mammography department manager, (B)(6). Patient had difficulty holding on to 'grooves' on dimensions system, lost her balance, fell and broke a hip during acquisition of tomo rcc acquisition.